Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no causes for the customer's reported complaint of leak could be determined. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the air eliminating filter. On (B)(6) 2013, at an unspecified time, the nurse primed the tubing set with an unspecified solution and the secure lock male adapter of the tubing set was connected to a female adapter of the patient's IV access site. The gemstar pump was programmed to deliver 2 g cloxacillin, with a 120 ml dose amount, for a duration of 1 hour, with a dose frequency of every 5 hours, for 4 doses, at a keep vein open (kvo) rate of 2 ml/hr, with a solution container size of 532 ml. On (B)(6) 2013 after an unspecified length of time in use, it was reported that an unspecified number of air segments were noted in the tubing distal to the air eliminating filter of the tubing set. It was reported that no air was noted in the tubing, proximal to the air eliminating filter of the tubing set. No air was delivered to the patient. It was reported that the homecare patient removed the air from the tubing set by purging and "flicking the filter" and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.